Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by counsel that claimant underwent left tha in 2009 and was implanted with an lfit anatomic v40 femoral head. It is alleged that the patient suffered soft tissue and bone infections, metallosis, femur and pelvic fractures and necessitated four corrective surgeries.